Event description:
It was reported by the pt's legal counsel that the pt received a tka on (B)(6) 2010. On (B)(6) 2011, the pt was revised due to subsidence.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation this report shall be updated.